Event description:
Related manufacturer reference number:1627487-2019-09486, related manufacturer reference number:3006705815-2019-03183. It was reported the patient has never experienced effective therapy. As a result, the full system was explanted on (B)(6) 2019.